Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 378 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. Customer also reported an air bubble in the reservoir, but declined to troubleshoot for the issue. Customer declined to return the reservoir for analysis.